Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument, with no visible damage on the conductor wire, failed the electrical continuity test during preliminary testing. Further inspection of the instrument by the isi quality investigations engineer (qie) identified that electrical continuity failed from one of the bipolar pins to the grips. The instrument was disassembled, the conductor wires were cut about an inch from the bipolar pins at the proximal end to isolate the failure. Electrical continuity passed from the cut to the grips; however, when the qie manipulated and pulled one of the wires at the proximal end, the bipolar pin became loose and detached (swaged). Visual inspection at this location found a broken wire at the location where the pin is swaged to hold the wire in place. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. During the surgical procedure, the surgeon used the fbf instrument reported on this event. The fbf instrument has 10 usages allotted to it. This reported issue occurred on the instrument¿s 1st use. Isi has also reviewed the site¿s complaint history and no related complaints have been identified. Based on the failure mode, no additional photo/video analysis and technical review is necessary. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date for was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's first usage and, therefore, had not expired. Field is blank because the product is not implantable. The fields are not available.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the fenestrated bipolar forceps (fbf) instrument was installed into the patient side manipulator (psm) arm. The fbf instrument moved; however, energy was unable to be fired on the instrument. The instrument was replaced with a backup. The backup fbf instrument was able to fire energy successfully. The user continued with the procedure with no further issue reported. No known impact or patient consequence was reported.